Manufacturer narrative:
The investigation is completed and there will be no follow-up report. Country of incident: italy.

Event description:
Löwenstein medical technology has received information about a potential incident and would like to inform you about it. It was reported that the device failed during therapy and sounded an alarm. The manufacturer has not received any information about any harm from patients, users or third parties.